Manufacturer narrative:
Per good faith effort (gfe) response, the biomedical technician stated that the issue was confirmed, and the issue occurred when the device was powered on. The biomedical technician is waiting for the sales representative to e-mail a formal quote to order the replacement battery.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that a 1124 "battery failed" alarm error occurred. It was reported that there was no patient involvement at the time the issue was discovered. The device was removed from service. There was no patient or user harm reported. The customer called technical support to report that a 1124 "battery failed" alarm error occurred. The biomedical engineer (bme) reported that the device was left unplugged for an extended period of time. The remote service engineer (rse) informed the customer of the latest version of the service manual. According to the service manual, the 1124 "battery failed" alarm error indicates that when the power management (pm) printed circuit board assembly (pcba) detects a battery error, the ventilator continues to ventilate, and the battery charger turns off. The rse also briefed the customer on the following recommended repair: 1. Verify that the pm pcba is equipped with pic firmware version 1.30, 2. Replace the internal battery, 3. Replace the pm pcba. The rse then advised the customer to confirm that the installed battery was in fact an original equipment manufacturer (OEM) battery and provided the customer with the part number of the replacement philips battery for repair.